Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. Provocation testing was performed but the oversensing could not be reproduced. No intervention has been completed. The patient is stable with no consequences.

Event description:
Additional information was received that the suspected cause of the event was due to myopotentials oversensing.